Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419488 implantable pacing lead (B)(6) 2006; 6935 implantable tachy lead (B)(6) 2011; 4076 implantable pacing lead (B)(6) 2006. (B)(4).

Event description:
It was reported that the device had possible early battery depletion. It was also noted that the left ventricular lead had an elevated threshold. The device was replaced. The left ventricular lead threshold was reprogrammed and the lead remains in use. No patientcomplications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Product performance information was received, analyzed, and battery depletion was indicated. The time of recommended replacement time in save to disk occurred on (B)(6) 2013 as device was <(><<)>=2.6251 volts.

Event description:
It was reported that the device had possible early battery depletion. It was also noted that the left ventricular lead had an elevated threshold. The device was replaced. The left ventricular lead threshold was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.